Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 13-dec-2017 with the following findings: a review of the pump black box data showed frequent low battery warnings. During a visual inspection of the pump, the battery compartment was cracked above and below the bumper pad. There was corrosion observed in the battery compartment. Current draws measured within specifications. The pump case was opened and no evidence of moisture or loose components was found inside the pump. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery compartment was cracked. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.